Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with a blood glucose of 500 mg/dl. The customer¿s blood glucose level was 500 mg/dl at the time of the incident and the current blood glucose level 500 mg/dl. The customer had a symptom of breathing, but had chronic obstructive pulmonary disease. The customer was treated with manual injection for high blood glucose level. The customer had high blood glucose and no delivery alarm. The insulin pump will not be returned for analysis.